Event description:
Information received indicates the brakes would engage, but not hold at the head end of the bed.

Manufacturer narrative:
The technician replaced the worn brake casters to repair the bed.